Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that they have many reports of shocking with this implantable neurostimulator due to a "locking mechanism" where the lead connects to the ins. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.